Event description:
During a laparoscopic hernia procedure, the doctor noticed that a piece of insulation (6x1cm) was missing from the instrument shaft. Doctor searched for the piece after surgery was completed but could not find it. They x-rayed a sample of the insulation but the image was very indistinct. Doctor is not certain whether piece was left inside the pt. Post procedure, the pt is doing well and has been released.